Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was present from the y/c and composite output due to a printed circuit board failure. In addition, the evaluation found accumulated dust, poor appearance of the unit, lines in the image due to locking lever failure and flickering in the image due to locking lever failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-v1, video system center to olympus for repair due to a report that horizontal lines were observed in the image and the image was flickering. Upon inspection and testing of the returned device, it was found that an image was not present from the y/c and composite output. This report is submitted due to the image not present from the y/c and composite output. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The subject device manufactured date was not identified and the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomenon ¿image is not displayed from y / c and composite output¿ was determined to have been caused by a failure of the main board. The repair department confirmed that the image was not displayed from the y / c and composite output. Other incoming inspection findings found were image noise and image flickering, estimated to have been caused by the failure of the video connector receiver. Olympus will continue to monitor field performance for this device.